Manufacturer narrative:
One returned sample was received in used condition without the original packaging. Visual inspection revealed there was a hole in the cuff. The reported deflated cuff problem was confirmed. This type of hole can be caused when the cuff inflated is in contact with some sharp edge, the unit is observed used, it seems that it got stuck during the intubation process and when pulling the device, damage was caused. However, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from the assembly process. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI.UDI related data quality updates only.

Manufacturer narrative:
Other text: b3, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was tested prior to intubating patient for cuff leaks and passed. Once the patient was intubated the cuff would not hold air or pressure. The patient required this tube to be removed and replaced. No adverse patient effects were reported by the customer. It was reported that no additional information is available.